Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported shuts off without user input, which was reproduced during evaluation. A review of the event history log identified shuts off without user input as improper shutdown messages. The cause was determined to be a failing rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off without user input. The event was discovered during routine operation check at the biomed service. There was no patient involvement. No additional information is available.